Event description:
It was reported, the video system center exhibited error code e105, led failure. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The reported event occurred during an unspecified procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: h6.4. Additional information added to field b3, b5, d8, h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reported malfunction was not confirmed. Based on the results of the investigation, olympus could not identify a definitive root cause of the event. Olympus will continue to monitor field performance for this device.